Event description:
During recertification by zoll technical service department, the device would not display error message code "pacer lead off" on the monitor screen when energy output is set to 15ma and the pacer cable is disconnected. There was no pt involvement in the reported failure.